Manufacturer narrative:
The insulin pump had button error alarms and no button response due to corroded keypad traces. The device had a missing end cap sticker and a bleeding lcd glass. Moisture damage was found on the electronics. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 330 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.